Event description:
It was reported that a user attempted to start a freestyle libre 3 sensor with the ilet bionic pancreas system and received a not compatible message, and the user was advised that only freestyle libre 3+ sensors are compatible. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no medical intervention or hospitalization. User support included user education and troubleshooting regarding compatible sensors for the ilet system. Investigation of this case revealed use of an incompatible continuous glucose monitoring sensor and confirmed that the device functioned as designed when paired with the correct sensor model. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with incompatible ancillary equipment.